Manufacturer narrative:
A distributor reported that a patient's precice nail (lot# a150319-08-0aa) was removed after approximately one (1) week of implantation. The patient was originally implanted with the precice nail on (B)(6) 2016. The nail was removed on (B)(6) 2016 and replaced with lot# a151216-10-0aa. It was also reported that lot# a151216-10-0aa was removed after three (3) weeks of implantation; the nail allegedly appeared to not be lengthening. The patient was originally implanted with the precice nail on (B)(6) 2016. The patient had a knee fusion in 2011, and bone at the distal end of the construct was "abnormally dense." The nail was removed on (B)(6) 2016 and the patient was implanted with a new precice nail without incident. To date, the patient is doing fine and is continuing their lengthening treatment with precice; no negative outcomes have been reported. A DHR review of both devices revealed that there were no deviations from the manufacturing process, and that the devices were released within specifications.

Event description:
A distributor reported that a patient's precice nail was removed after approximately one (1) week of implantation.the nail was removed and replaced with a new precice nail (lot# a151216-10-0aa). It was also reported that lot# a151216-10-0aa was removed after approximately three (3) weeks of implantation; the nail allegedly appeared to not be lengthening.